Event description:
Two pt's were tested on the suspect device with inr results >8. Pt #1 lab inr was 5.6 and pt #2 lab inr was 6.2. Controls were in range. The device was replaced and requested to be returned for eval.